Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 219.6 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had magnetic resonance imaging (MRI) today and the pump stalled at 14:45 and had not recovered as of 16:45. Rechecking the pump status again in 20 minutes was being considered. No patient symptom was reported. No further patient complications have been reported as a result of this event.